Event description:
It was reported that the pt was getting a "call your doctor" message and her device had gone into power on reset. The device was possibly at end of life. It was stated the device lasted approx only one year. Further info is being requested from the hcp.